Event description:
Caller reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the reset was a safety feature, caused by the microprocessors adjusting to ensure performance. After being educated on necessary steps, including resetting certain features such as the insulin on board and cgm sessions, the customer successfully resumed insulin.